Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which were verified through a review of the event history log by the presence of "upstream occlusion" but were not determined if the alarms were true or false. Evaluation was not able to reproduce the reported symptom. No component could be identified for causality. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion. There was no patient involvement. No additional information is available.